Event description:
This event was found during a review of a case report published in the journal of invasive cardio 2012;24(10)e212-e214. Left sfa treated with turbohawk lx-c followed by pta. The patient was discharged without complications. One week after treatment, the patient returned with acute onset and worsening pain in the left thigh. Cta showed a pseudo-aneurysm in left sfa at the sight of atherectomy. The pseudo-aneurysm was treated successfully with a stent. The patient is in good condition (6 months post-procedure).

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.